Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The customer stated they received a cell blank abnormality error message on 17-dec-2024. The investigation is ongoing.

Event description:
The initial reporter received a questionable creatine kinase result from one patient sample tested on the cobas 8000 c702 module. The initial result from the module was 912 u/l. The first repeat result from another module was 45 u/l. The second repeat result from the module was 45 u/l. The initial result was compared to the previous result and was not reported outside the laboratory. The repeat result was reported.

Manufacturer narrative:
The customer stated the qc was acceptable and no other issues were reported. A product issue can be excluded. Based on the information provided, the investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.